Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported on this form was previously submitted under manufacturing report number 1822565-2011-02483.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a failed implant.